Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing. During the battery test, an error occurs, indicating that the main board was defective. As a result the main board was replaced. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that an eeprom (electrically erasable programmable read-only memory) component was corrupted. After replacing this component, the device powered up with no errors. Conclusion: confirmed the error, a component was corrupted.